Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The event(s) reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, deployed valve exhibits central regurgitation was empirically confirmed based on similar events studied under technical summary. Available information suggests that procedural factors (valve post-dilation) likely contributed to the event as per information provided it was required to post-dilate the valve, since it was under-expanded due to the balloon burst during deployment. Deploying the valve using more than the prescribed volume or attempting a second inflation may result in inability for the valve leaflets to properly function. The increase in valve diameter due to overinflation or post dilation may prevent proper motion of the thv leaflets resulting in thv regurgitation. Additionally, per the training manual, central regurgitation is an associated risk of post-dilation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported, by our edwards lifesciences affiliate in belgium, regarding a 26mm sapien 3 transcatheter heart valve was implanted in the pulmonic position via transfemoral approach, during the procedure, the balloon of the commander delivery system ruptured upon inflation. Blood was observed in the syringe, and the valve was partially deployed. This required recannulation using a 26mm atlas balloon. The atlas balloon was inflated, and the commander device was retracted. Due to valve insufficiency, a second valve had to be implanted and patient was in stable condition post-procedure.

Manufacturer narrative:
This is one of two reports being submitted for this case. The investigation is ongoing.